Event description:
A biomedical technician (bmt) called technical support and reported a component on the actuator board "burned" during rinse mode. Follow up was performed. According to the bmt, the cause of the reported issue was the flow motor was overworking and caused the part on the actuator board to burn out. He reports there was smoke but no flame. The flow motor was replaced and was reported due to be replaced, and the actuator board was also replaced. The device was working properly and no patient adverse effect was reported as a result of the issue. No sample is available for return.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted.

Manufacturer narrative:
Field service was not performed and parts were not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, the biomedical technician reported that he replaced the flow motor and the actuator board which resolved the issue. The machine has been returned to service. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.